Event description:
The incident involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer reported a proximal occlusion a start up open/close door alarm. The b line infusion was complete and customer started a line. The customer open/closed the pump, backprimed, then continued to rectify the alarm. There was patient involvement and no patient harm. There was a delay in patient therapy. This is the first of two reports.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.